Event description:
Prior to a surgical procedure with a pt on the table, the table was being moved into a flex position with the back section moving down and table top moving into reverse trendelenburg. During this movement, the user reported that there was a noise and a drop, or downward movement of the table top. After the event, the table top was in a full trendelenburg position. No pt injury was reported to have resulted from this event.

Manufacturer narrative:
An initial eval was performed by a berchtold service rep via an inspection of the table. No hydraulic leaks were found, and the table has not been activated since the event. The table is not being used by the customer pending determination of further eval plans from berchtold.